Event description:
It was reported that an accumulation of fluid developed around the pump pocket following implant so a revision/surgical exploration of the pump pocket occurred (B)(6) 2015. In addition to seroma, the patient reportedly also had drainage, incisional wound opening, and severe headache. It was later stated that the patient had abdominal pain due to baclofen pump "failure." The healthcare professional (hcp) reported a possible fluid leak /disconnect at the catheter connector and attempted to remove the connector from the pump. A catheter complication was reported; during the revision procedure the hcp had difficulty removing the sutureless connector from the pump. The connection was not coming off; the white part or cover at the connector was peeling back but not disengaging. The hcp was concerned that the pump connector may have been damaged and chose to replace the pump and a portion of the catheter within the pump pocket. The pump and catheter segment were returned to the manufacturer for analysis. The patient was alive with no injury at the time of this report. Prior to replacement the patient's dose was 110mcg/day and after it was 100mcg/day. The drug from the old pump was transferred to the new one. The pump was used to infuse baclofen (compounded). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported that along with the surgery to revise the catheter, the patient also had outpatient suturing procedures. The symptoms were again described as leaking of clear fluid from the right lower quadrant abdominal incision. The patient also had acute exacerbation of low back pain. The patient was not recovered; the symptoms/issue was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter noted the difficulty with the sc connector led to explant. The connection of the sc connector to the pump was specifically checked to see if the connection leaked. The leaking that was observed only occurred when significantly high pressure was applied to the syringe-needle system being used for the test. At lower pressures no leaking was observed. No leaking was observed coming from this connection during the patency test. During later pressure testing, when the sc connector was attached to a test fixture in the analysis lab, no leaking was found. In a comparison of the customer's sc connector to a known good sc connector, the retaining ring fingers on the customer's connector appear to be protruding as far as the retaining ring fingers on the known good sc connector. This observation indicated the retaining ring on the returned sc connector had not been deformed in shape. Another observation was that the indents on the retaining ring fingers were ¿higher up¿ on the faces of each retaining ring finger. The main observation was that the sc connector was damaged as received with the white silicone boot peeled back slightly from the titanium housing and marks on the white silicone boot that were consistent with a tool having been used on the connector. Because of this damage, no conclusion could be made as to whether or not the leaking at the connection to the pump was there prior to the attempt to disconnect the sc connector from the pump, or if the attempt to disconnect the sc connector was what caused the leaking that was found. It was again noted the leaking only occurred at higher pressures and no leaking was found when the sc connector was attached to the test fixture in the lab. Analysis of the pump found no anomaly.